Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lot numbers for all liberty select cycler sets shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal and transition to hd therapy. The pdrn attributed causality to a touch contamination event; however, the specifics were not provided. Esrd patient¿s undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the events. There was no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and reported that they "caught an infection" and had transitioned to outpatient hemodialysis (hd). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2021 for severe abdominal pain and was hospitalized for peritonitis. The pdrn stated the patient¿s peritoneal effluent culture was positive for growth, however the organism and antibiotic(s) utilized for treatment were unknown. Causality was attributed to a touch contamination event which occurred prior to their admission; however, no specifics were provided. On (B)(6) 2021, the patient¿s pd catheter (not a fresenius product) was surgically removed due to the severity of the infection (specifics not provided), and a permanent hd catheter (not a fresenius product) was placed. The patient underwent hd on (B)(6) 2021 and was discharged home on (B)(6) 2021. Following discharge, the patient transferred to another dialysis provider closer to their residence. The pdrn can confirm the patient began hd therapy with the new provider on (B)(6) 2021; however, their current disposition is unknown as the patient never returned to the home program. No additional information was available, as the patient¿s paper record was sent off site for storage and their electronic record was closed. The pdrn stated the patient¿s liberty select cycler never stopped working, nor did it malfunction or fail to perform as expected.